Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of the device not capturing however it did note that the upper case and keyboard were scratched, the lower case was broken, the red display wires were pinched and the wire insulation exposed and one case screw was contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was not capturing. The generator was returned for service. There was no patient involvement.